Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Stroke and cerebrovascular accident are known observed and potential patient effects as listed in the rx accunet instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an unspecified stent was implanted in the moderately tortuous, moderately calcified lesion in the left carotid artery. An rx accunet embolic protection device was distal to the implanted stent. A retrieval catheter was advanced; however, resistance was met with the implanted stent and the catheter was unable to advance through the stent. The other retrieval catheter was advanced, but the same resistance was met. The patient then experienced a stroke and cardiac arrest. Cardio-pulmonary resuscitation (CPR) was performed. A non-abbott catheter was advanced through the implanted stent, capturing the rx accunet embolic protection device and removing it. The patient is currently recovering. There was a clinically significant delay in procedure. There was no additional information provided.